Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator (ins). The reason for call was patient representative, with the patient on the line, reported that the skin at the implant site "burst open". Pt stated that the incident first occurred on (B)(6). After the ins was repositioned, they attempted to use it again. However, the incident recurred on (B)(6), and the patient underwent another surgery on (B)(6), during which the ins was moved to a different location. Pt noted that they have undergone 4 surgeries. Pt stated that they had a follow-up appointment this monday, during which the physician observed a small amount of seepage, confirmed that the wound was healing with no issues noted at the incision, and advised the patient to go home and monitor the incision. They were also advised to charge all their devices and turn on the stimulation. However, they couldn't feel any stimulation. Pt's current setting was group c at 2.9 and they increased it to 3.0 but nothing happened. Agent walked them on how to change groups. Pt tried to switch to group a but they still couldn't feel the stimulation. They went to group b with 4 programs (1-1.9, 2-1.4, 3-1.4, 4-off), however they still couldn't feel anything. The patient was redirected to their healthcare provider and manufacturing representative to further address the issue.